Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion. The estimated battery longevity was 4 years remaining in january 2022, however the current estimated battery longevity is 1 year, 5 months remaining. The device remains implanted. The physician will monitor the patient closely. No adverse patient effects were reported.